Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction. Please reference medwatch reports 1220908-2018-01257,1220908-2018-01258 and 1220908-2018-01260 for similar events reported from the same customer.

Manufacturer narrative:
The reported malfunction was observed and attributed to the lithium battery on the system board. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 11 years old from date of manufacture. Analysis of reports of this type has not identified an increase in trend.